Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr). During the preparation of the two triclip delivery system (tcds), due to the air bubbles in the sleeve, additional translation were needed. The air bubbles were able to be resolved and the clip was implanted. There were no adverse patient effects and no clinically significant delay in the procedure.